Event description:
Protime inr 1.5 on (B)(6) 2009. Coumadin withheld for 2 days. Protime inr 1.4 vs lab inr 0.99 on (B)(6) 2009. Lumbar epidural procedure delayed until lab result obtained then completed successfully. No adverse event or serious injury reported.

Manufacturer narrative:
(B)(4). Manufacturer's method, results, conclusions - manufacturer evaluation/investigation currently in process.